Event description:
The customer reported being in the hospital due to low blood glucose of 40mg/dl. The customer stated that he passed out and his neighbor called the paramedics. Troubleshooting was performed. The customer stated that bolus history shows only one bolus of 1.1 units in the day of his admission. The customer stated that the reservoir shows the same amount of insulin that the status screen shows. The customer's most recent glucose reading was 156mg/dl. Advised the customer to call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.